Manufacturer narrative:
(B)(4).

Event description:
Reportedly during a patient treatment, a non-baxter blood chamber placed between a revaclear 300 dialyzer and unspecified bloodline disconnected from the dialyzer, causing a patient blood loss of approximately 200 ml. This occurred 3 hours into the patient¿s 4 hour treatment. The baxter hemodialysis machine was reportedly running at 315-400ml per minute at the time of the event. Therapy was stopped and the non-baxter blood chamber was replaced. The patient completed treatment without any further issues. There was no patient injury or medical intervention associated with this event. No additional information is available.